Manufacturer narrative:
The insulin pump unable to prime during prime test due to protruded/loose drive support disk. No alarms noted. The insulin pump received with cracked case at lcd window corners. The insulin pump was received with scratched lcd window.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer stated that the insulin pump gave a motor error alarm after an infusion set change. Troubleshooting was performed, and the drive support cap was protruding. Advised the customer that the insulin pump would be replaced. Nothing further was reported.